Manufacturer narrative:
Lot number: this is a summary report for lot numbers 18e022 and an unknown lot number. For 1 of the 2 reported events, the device was received for evaluation. The returned device was labeled for single use. A visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional flow rate test was performed and the flow rate was found to be within the product specification range. The reported condition was not verified. A batch review was conducted for lot 18e022 and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
This report summarizes <noe> 2 </noe> malfunction events. It was reported that two small volume folfusors under-infused. The rates of under-infusion were not specified by the customers. Both events involved a patient with no patient consequences. No additional information is available.